Manufacturer narrative:
Investigation summary: bd received a sample and photos from the customer facility for investigation. The photos and sample were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. The sleeve did not fully cover the needle and blood leakage inside the holder was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos and sample, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a bd vacutainer® multi sample blood collection needle leaked as the sleeve did not recover, this resulted in blood leaking from the np needle. There was no further report of injury or medical intervention reported.